Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no significant anomaly. The ins battery had normal end of life with no telemetry and no output.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the family knew the device was dead based on how old it was and they wanted the patient to get a new system that was MRI compatible. The family of the patient called and needed assistance with the device since it was no longer working. The family stated that they have spoken once before about this and that it had been some time. They were supposed to get a hold of someone that could help them and give them a call back since there were very limited number of people in the area that actually did this kind of service. The system was eventually explanted and replaced with an MRI system as a result of the dead battery.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0217205v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0217205v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the patient experienced a loss of stimulation and was feeling no stimulation. There were no falls or trauma related to the issue. It was not known if the patient checked the device with the patient programmer. It was noted that the patient did not have a doctor. The issue occurred during use in (B)(6) 2015. No troubleshooting or diagnostics were reported. No further outcome was available. Follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent. The patient's indication for use was noted to be failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.